Event description:
It was intended to use an endeavor resolute drug eluting stent to treat a lesion in the lcx. The lcx had between 85 - 90% stenosis. During the surgery, the lesion was pre-dilated, but the device could not passed the lesion. The physician gave up the surgery. It was reported that the stent was noted as damaged on removal from the patient. The device was reported to have been prepped before use with no reported issues. No reported patient complications or other clinical sequelae. Evaluation summary: the device was returned to medtronic for evaluation. The hypotube was kinked. The distal tip was flared. The 7th to the 13th proximal stent segments were deformed with struts raised and overlapping. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - 85-90% stenosis in lcx). Inherent risk of procedure (stent deformation). Deformation issue (stent deformed). Conclusion results: device failure related to patient condition ( lesion morphology - 85-90% stenosis in lcx). Known inherent risk of a procedure (stent deformation). (B)(4).